Manufacturer narrative:
Na.

Event description:
Complainant alleged that during biomedical dept routine testing and preventative maintenance of the device, the device displayed three consecutive error message codes "status 89, check electrodes, and pace defib fault" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.